Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, an interrogation was performed, and it was discovered that the right ventricular lead exhibited r-wave amplitude variation. The generator change was performed, and the lead measurements came back at 1.5 mv consistently. The lead was capped and replaced on (B)(4) 2022. The patient was in stable condition.